Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's reservoir was damaged. The caller stated that the reservoir could no longer be locked into place. Blood glucose level at the time of the incident was not provided. The customer's mother reported that the customer recently had surgery that was not related to the insulin pump. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked display window, a cracked reservoir tube window, a cracked reservoir tube, and a missing reservoir tube o-ring.